Event description:
The patient reported a shocking or jolting sensation, problems sleeping, urination problems after bending, speech problems and sensitivity around implant site due to the device changing positions. The patient has adequate pain control for her hand. The patient stated their current status is "good." Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if additional information is received.